Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the event involving the au5800 chemistry analyzer, and identified the failure mode as a defective buffer syringe. Troubleshooting was performed over the phone and the customer replaced the buffer syringe to resolve the issue. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A customer in france reported the generation of erroneously high potassium patient results on their au680 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. No patient data or demographics were provided.